Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and noted that the display issue was intermittent but was able to duplicate the reported issue. The stm replaced the display controller board then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that prior to use on a patient, the cs300 intra- aortic balloon pump (iabp) experienced a display issue. It was later reported that the lower half of the display was distorted and that the iabp unit was fully functional despite the display issue. There was no patient involved and no adverse event was reported.